Event description:
It was reported during central processing and cleaning, the tip-up fenestrated grasper instrument shaft was found to be damaged at the tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.08¿ x 0.07¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to misuse. The instrument was found to have a dislodged proximal clevis at the distal end. The root cause of this failure is attributed to misuse. A review of the instrument log for the tip-up fenestrated grasper instrument (part# 470347-09 / lot-sequence# s10160111-0011) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.